Manufacturer narrative:
Device not returned, so unable to verify the filter fit and all alarm claims. DHR review shows no nonconformances with the lot in question. From a clinical standpoint, infection from catheter insertion is not pump-related. Careful aseptic technique must be used to prevent contamination by user.

Event description:
Patient's guardian claims the filter on the tubing would not fill up with fluid. The patient's guardian also claimed that, after changing the tubing 3 times, the patient came down with what the guardian calls a "line infection," and required care from a hospital. A secondary claim is that the air in line alarm would sound without any apparent air actually in the line.